Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an atrial lead revision and pulse generator upgrade procedure. The atrial lead exhibited noise and was explanted and replaced successfully. The patient was reported to be asymptomatic throughout the event and was discharged the same day. No further information was available regarding the lead noise as the patient was transferred from a different region.

Manufacturer narrative:
Final analysis found the complete lead was returned in two pieces. The connector portion was measured at 7.5 cm and the distal portion was measured at 37.0 cm, 40.5 cm, and 48.5 cm of outer insulation, outer coil and inner coil respectively. External abrasion breaching the outer insulation was found at 27.5 cm -28.9 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. All other damages were consistent with procedural damage.